Manufacturer narrative:
(B)(4). Date sent: 04/07/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device does not close the staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m90h99. The analysis results found that the er320 device was returned with the handles seam broken and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was cycled and fed and formed 1 conforming clip; then, the trigger was jammed due to the condition of the handle shrouds and no more functional testing could be performed. However, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the handle damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.